Event description:
It was reported the homechoice (hc) had some kind of problem and the issue was noticed before use. The patient was not connected. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was received and the evaluation has been completed. The event history log review identified several low drain volume alarms which occurred during the most recent therapy. The home patient (hp) was able to successfully complete therapy despite the alarms. No abnormalities were identified during internal/external inspections. The device passed all functional testing, and no nonconforming product was identified during sample analysis. A device history record review was performed and determined that the device was no longer in its original manufactured condition. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met upon release during previous service events. As no nonconforming product was found the cause of the low drain volume alarms was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter facility name: (B)(6). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.